Event description:
Clinic notes dated (B)(6) 2013, list diagnoses as syncope and collapse. The notes also list syncope and collapse under the assessment section. The relationship of the syncope to vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Previously submitted MDR indicated that the syncope occurred pre-vns; however, the patient age reflected the date of the initial report. This report is being submitted to the correct the patient age to pre-vns. Previously submitted MDR indicated that the syncope occurred pre-vns; however, the event reflected the date of the initial report. This report is being submitted to the correct the event date to pre-vns.

Event description:
The physician reported that the patient experienced the syncope prior to vns implantation. The physician noted no relationship between the syncope and vns therapy. The syncope was noted to not occur with device stimulation. No interventions were taken and no causal or contributory programming or medication changes preceded the onset of the syncope.